Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument rotation collar was broken in half and separated from the articulation lever. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if excess torque was applied to the articulation lever or thick tissue was applied to the instrument articulation mechanism causing the articulation lever and rotation knob to break. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the nephrectomy procedure, it was not possible to unload the device. A new device was used to complete the case. There was no patient injury.